Event description:
It was reported that the patient was charging for four hours at a time and couldn't get past 75% full. Charge statistics revealed that he wasn't getting a good charge for more than twenty minutes. The device went into an oor condition and displayed a call your doctor icon. Impedance on electrode #3 was <50 ohms; the other combinations were ok. While measuring impedances, the patient experienced a change in stimulation. The patient had to turn the device up to 10.5v before he felt stimulation. The patient was not aware of any falls or "near falls" happening. The lead was replaced and the patient was instructed to not charge in the week after surgery. The patient recovered without sequelae.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information is received from the hcp.